Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a failed battery test alarm even after battery change. Customer was not sure if battery was new. Customer would call back after changing with new battery. Customer's blood glucose was unknown.